Event description:
The lead was explanted and returned for analysis after an unknown service life because of an intermittent exit block. Lead impedance and r-waves were ok. No patient complications have been reported as a result of this event.